Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device had a power supply fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported device unable to be powered by ac power source. The investigation determined that the root cause was an isolated component failure within the device main circuit board (pcba) due to a manufacturing assembly error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was unable to be powered by ac power source. There was no patient harm or serious injury reported as a result of this incident.